Event description:
The pt reported that he's had an "in stent restenosis" but refused to give any further information. This event has been brought by co's attention by the pt through centocor. A pt of unk age, gender, medical history and presentation reports that he/she experienced an in-stent restenosis of a cypher stent of unk size. The pt refused to provide any further information. A device record review was not performed because the pt did not provide the catalog or lot number. Conclusion: based on the limited information, it is not possible to draw a conclusion about a relationship between the device and the reported event.